Event description:
It was reported that an ilet device exhibited a nonresponsive touchscreen localized to the left side of the display, which prevented normal user input and was not resolved by an application restart or a firmware update. Symptoms included inability to select on-screen options on the affected side of the screen. Outcomes included interruption of normal device use that required troubleshooting and consideration for device replacement. Investigation included customer interview, guided troubleshooting, and attempted corrective actions through software restart and firmware update. Investigation of this case revealed a persistent touchscreen function failure isolated to one region of the display. It was concluded that, based on previously established findings for similar reports, the device screen malfunctioned and that replacement would be indicated if the issue persisted following the update.